Manufacturer narrative:
Alcl confirmed, markers of cd30+ and alk- were provided. A review of the device history record has been completed. No deviations or non-conformance's noted. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device will not be returned for analysis in the device analysis laboratory. However, the reported event lymphoma alcl is classified as medical and it is unable to observe, therefore it is unable to be confirmed. A review of the current risk documents was performed in rmf-chl-bi family (v15.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. The events of lymphoma-alcl-confirmed, capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lymphoma-alcl-confirmed, seroma-late, capsular contracture baker grade IV.

Event description:
Healthcare professional reported through company representative "patient with a confirmed diagnosis of breast implant-associated anaplastic large cell lymphoma" (bia-alcl), "intracapsular implant rupture with multiloculated peri-implant fluid collection/hematoma", "chronic swelling", "non-tender but major asymmetry", "aspiration of dark fluid", "cd30 positive, alk-negative", "the tissue shows focal areas of hemorrhagic tissue and necrosis", "fibrous capsule with lining infiltrated by large atypical cells, with morphologic features of alcl, alk negative". Surgical intervention: capsulectomy, en bloc resection and lateral gutter capsulorrhaphy. Additional event of capsular contracture baker grade IV noted by healthcare professional. The event "patient with recent fall with ruptured right breast implant" is deemed not related to the device. This record is for the right side. The device has been explanted and replaced with a non-abbvie device. The device will not be returned.